Event description:
Patient is in hi/lo bed. Patient was incontinent of bladder. Nurse and assistant tried to raise bed to do incontinent care. The head half of the bed raised, however the bottom half of the bed stayed in the lowest position. Bed was lowered to lowest position and incontinence care was done. New hi/lo bed ordered statly and patient was transferred onto new hi/lo bed as soon as it arrived. Work order placed.